Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 3ss cv experienced separation. The following information was provided by the initial reporter: that the port and tubing detached below the roller clamp.

Manufacturer narrative:
H6: investigation summary the customer reported separation below the roller clamp, and returned one used sample of material 2426-0500. The sample was separated at the outlet of the second smart site, and the complaint was verified. The root cause was traced to assembly and the solvent applied. The tubing and smart site also passed dimensional analysis. A device history record review for model 2426-0500 lot number 22033187 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 08mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 3ss cv experienced separation. The following information was provided by the initial reporter: that the port and tubing detached below the roller clamp.